Event description:
Company representative reported via email, the customer had reported the screen on the insulin pump had black spots where it was missing pixels and he has to do frequent battery changes. Customer declined being transferred to perform troubleshooting. Customer's blood glucose was not provided. The device is not being returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.